Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, there was no physical damage/abuse and the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.